Event description:
The customer reported during self test, AED behaved differently than normal, the discharge test result was ok. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported during self test, AED behaved differently than normal, the discharge test result was ok. No pt involvement was reported. The device was evaluated by a philips field service engineer. On (B)(4) 2012, the symptom was clarified as intermittently the device failed to discharge. The pt connector assembly was replaced to resolve the issue.